Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient tried to connect to the ens and gets a message that says system error with a message to end the session. The rep had the patient check the connection of the trial cable and the pne leads to the trial cable and the patient did not see any issues with the connection. The patient was able to a change to therapy yesterday but they got the system error message when attempting to make a change today. The patient closed all apps and then repeat the process to try to connect to the ens and got the same message. Technical service (tss) reviewed troubleshooting considerations. The caller will follow-up with the patient. The caller did not have the ens serial number. Additional information was received from the manufacturer representative (rep). The rep confirmed that the cause of the issue with the communication was not determined. The rep stated that the cause of the issue was not known since the rep was not present in the patient's follow up appointment. When asked about what steps were taken to resolved the issue, the rep stated that the pne period was shortened by 2 days and follow up appointment was changed from (B)(6) 2024. Patient had significant symptom improvement while ens was still connected. When asked if the issue was resolved, the rep stated that no and no further action was taken. The rep stated that the they did not recall exactly what the error message was, since they just read the verbatim to the technical service at the time of the incident. The rep confirmed that they had never seen this message before. The cause of the error message was not known and the most likely cause of the event was not known.